Event description:
During the procedure a hole was detected in the shaft of this device. Reportedly, a pin size hole was found a few millimeters from the hub. The device was removed and replaced. There is no report of patient injury. The device is being returned for co's analysis.